Event description:
It was reported that a patient went to the emergency room due to discomfort she believed was related to lead misplacement. The hospital staff believed that the lead was no longer on the nerve as observed in a CT scan. The neurologist noted that the lead had moved from its original position in the neck to a position closer to the throat. The neurologist stated that the discomfort was due to the movement of the lead. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full revision. The facility that explanted the devices has a no-return policy. No additional information has been received to date.